Manufacturer narrative:
If implanted, give date: 2004 device evaluated by manufacturer: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). It was reported by facility medwatch that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The patient presented with angine refractory to medical therapy. A 2.75x23mm taxus stent was implanted in a lesion that was located in the proximal left anterior descending artery. No patient injuries or complications occurred. Patient status was satisfactory. The patient was placed on 75mg clopidogrel for 2 years. Five years post implant the patient presented with chest pain. Repeat angiogram showed the stent to be patent with no evidence of restenosis or thrombosis. Six months later, the patient presented with symptomatic ischemia and the stent was completely occluded with thrombus. The thrombus was removed and the lesion was restented. No further patient injuries or complications occurred. Patient status is satisfactory.